Event description:
It was reported that during a low anterior resection procedure, the device stapled only one side due to lack of staples in two rows. The stapled area was the proximal part leaving the distal part completely unstapled. The involved surgeon closed the unstapled area and completed the procedure manually. The procedure was prolonged by sixty minutes.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.